Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device found assembly with the mating instrument not possible. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that during revision tka the hudson adaptor continued to fail under torque. Also the 61 tibial sleeve broach would not accept the pilot. Both items are worn and need replacement.